Manufacturer narrative:
Previous reports 3005094123-2021-00053-01 and 3005094123-2021-00053-02 contained an incorrect component code; the code g03001 was inadvertently used when g01003 is the correct code.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Sid was truncated in patient identifier; full sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated architect stat high sensitive troponin-I results for one patient. The customer uses the reference range < or = 26.2 pg / ml. The following information was provided: sid (B)(6) initial result 66.80 pg/ml, repeat 7.20 pg/ml and 3.20 pg/ml. The patient is an (B)(6)-year-old female. Electrocardiogram found atrial fibrillation. No impact to patient management was reported.

Manufacturer narrative:
Component code: g03001 d8 was this device serviced by a third party? No section 6: concomitant was added. A review of tickets was performed for reagent lot number 23182ui00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 23182ui00 was identified.

Manufacturer narrative:
Concomitant information was originally inadvertently omitted; this information is now included in this report.this follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.